Event description:
Pt underwent cardiac cath. Attempting angio-plasty at end of procedure developed heart block and a temporary pacer was inserted. Shortly thereafter pt found in emd. Pt expired. Cause of death was hemopericardium caused by temporary transvenous pacemaker wire perforation. Heart muscle very friable due to damage from mi.